Manufacturer narrative:
Device was functionally and visually inspected. The device history records (DHR) and sterilization records were reviewed. Results: the device performed according to specifications. The device passed communication and functional testing. No spontaneous stimulation was detected after 24 hours of continuous monitoring. No visible anomalies were observed. The DHR and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the device evaluation, review of the DHR or review of the sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. (Refer to MFR's report number 1627487-2009-00116 for device 2). Pt was implanted with an scs system on (B) (6) 2009. It was reported the pt would turn system off when going to bed and system would spontaneously turn on when rolling over. Pt was advised of postural changes that may intensify stimulation. Physician decided the leads were causing the stimulation by their physical placement and explanted the leads on (B) (6) 2009. Pt continued to feel stimulation after leads were explanted. Physician explanted ipg on (B) (6) 2009.